Manufacturer narrative:
Siemens filed initial MDR 1219913-2019-00092 on (B)(6) 2019. Additional information from 08/19/2019: the customer observed (1) patient sample that recovered repeatedly reactive with advia centaur xpt anti-hbs2 lot 092 and (6) patient samples that recovered repeatedly reactive with advia centaur xpt anti-hbs2 lot 102. All 6 samples were reactive when tested with advia centaur xpt hbsii lot 160. When tested with an alternate ahbs method all samples were non-reactive but positive with an alternate hbsag method. There was no remaining volume of any patient sample, therefore no further investigation is possible. In addition, the customer was not able to provide information regarding medications, supplements or medical history of any of the patients. The clinical sensitivity and specificity section of the advia centaur xp/xpt anti-hbs2 instructions for use (B)(4). Revision k, 2017-12) lists the 95% confidence interval (ci) for resolved relative specificity as 98.34% - 99.88% so a certain number of false positive results can be expected for this assay. Based on this, advia centaur xp ahbs2 lot 102 is meeting the specificity claim in the IFU since (5) false positive samples out of the 581 nonreactive samples tested by the customer would mean a specificity of 99.1%. And given the customer has only had an issue with (1) sample when using advia centaur xpt ahbs2 lot 092 there is no indication lot 092 is failing to meet the specificity claim in the IFU. The cause of the elevated results with samples when using advia centaur xpt anti-hbs2 lots 092 and 102 could not be determined but siemens cannot rule out normal assay performance, pre-analytical factors, or sample issues. Based on the investigation, no product problem was identified. No further evaluation of the device is required. MDR 1219913-2019-00078 supplemental report 1 (for test results on (B)(6) 2019was filed for the same event. MDR 1219913-2019-00079 supplemental report 1 (for test results on (B)(6) 2019was filed for the same event. MDR 1219913-2019-00091 supplemental report 1 (for test results on (B)(6) 2019 was filed for the same event. MDR 1219913-2019-00093 supplemental report 1 (for test results on (B)(6) 2019was filed for the same event.

Manufacturer narrative:
Siemens healthcare diagnostics is investigating. MDR 1219913-2019-00078 (for test results on (B)(6) 2018) was filed for the same event. MDR 1219913-2019-00079 (for test results on (B)(6) 2019) was filed for the same event. MDR 1219913-2019-00091 (for test results on (B)(6) 2019) was filed for the same event. MDR 1219913-2019-00093 (for test results on (B)(6) 2019) was filed for the same event.

Event description:
A customer obtained positive (reactive) results with the advia centaur xpt anti-hbs2 (ahbs2) assay for 6 patient samples. The 6 patient samples were tested with the advia centaur xpt hbsagii (hbsii) assay and positive (reactive) results were obtained. The 6 patient samples were also tested with an alternate method and the ahbs results were non-reactive but the hbsag were reactive. The customer considers the advia centaur xpt anti-hbs2 (ahbs2) results to be discordant (false positive). Initial results were not reported to the physician. There was no report of adverse health consequences due to the advia centaur xpt anti-hbs2 positive results.